Event description:
A pleurex catheter was inserted. Approximately 14 days later, the patient complained of discomfort and elevated wbc presented with minimal drainage since insertion. Pleurex catheter removed but retained piece of catheter was left in the patient. Two days later, the patient went to surgery to remove retained pleurex catheter.